Event description:
A report was received that the patient was unable to charge due to the positioning of the ipg. It was noted that the patient was overweight and when she would sit, the ipg would get stuck in her fat fold. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.